Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. No oversensing was observed. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker system exhibited noise on all channels. It was suspected that the noise on the right atrial and right ventricular channels was due to insulation issues on the leads, however, it has not been confirmed. On the left ventricular channel, it is suspected that it was due myopotential noise. No oversensing was observed. Further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a system revision was performed, and no indications of an insulation issue were noticed on the leads. It was decided to only explant and replace the device. This lead remains in service. No further adverse patient effects were reported.